Manufacturer narrative:
This report will be updated upon receipt of device and when the investigation is completed, including final analysis results. (B)(4).

Event description:
It was reported during ongoing use, the right atrial lead (ra) dislodged, and loss of capture was observed, which was discovered during a routine follow-up. The lead was explanted and replaced with a new ra lead. During the replacement for the ra lead, the physician decided to upgrade the entire system to a crt-d system due to patient condition. There was no allegation against the pg or rv (right ventricle) lead. The ra is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing and tip region. The lead tip/helix appeared intact and undamaged. Additionally, visual inspection showed a fractured outer coil (315 mm from the terminal end). The outer insulation in the area is pinched. The inner insulation is abraded/torn. There is white insulation residue noted inside the outer insulation. Subsequent testing confirmed loss of capture based on the visual observation of a fractured outer coil, consistent with clavicle/first rib crush. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial lead (ra) dislodged, and loss of capture was observed, which was discovered during a routine follow-up. The lead was explanted and replaced with a new ra lead. During the replacement for the ra lead, the physician decided to upgrade the entire system to a crt-d system due to patient condition. There was no allegation against the device or the right ventricular (rv) lead. No additional adverse patient effects were reported.

Event description:
It was reported during ongoing use, the right atrial lead (ra) dislodged, and loss of capture was observed, which was discovered during a routine follow-up. The lead was explanted and replaced with a new ra lead. During the revision procedure to replace the ra lead, the physician decided to upgrade the entire system to a crt-d system due to patient condition. There was no allegation against the pg or the right ventricular (rv) lead. The rv lead remains unchanged. No additional adverse patient effects were reported. Additional information: the complaint device was not returned to boston scientific. The field rep indicated that the lead would be returned; however, at this time, the lead has not been received.

Manufacturer narrative:
The complaint device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.